Manufacturer narrative:
Analysis received the unit with moisture damage found on the lcd board. There was no moisture damage found on the mother board.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 126 mg/dl at the time of incident. The customer's mother stated there is fluid under the lcd display. The customer's mother stated the insulin pump was not dropped. The customer's mother stated there are no cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.